Event description:
Customer reported possible case of hemolysis. Machine set off an alarm for blood leak. The pt was taken off and was having symptoms of chest pain and nausea. Pt was on machine with the reuse dialyzer baxter CT 190g. Pt was taken off and put on polyflux 17s; symptoms immediately relieved. Attempted to draw blood 2 times; samples hemolyzed. Pt refused to stay and have blood drawn again. Pt went home, presented to emergency room that evening with nausea, vomiting and diarrhea.